Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
Customer wants to send air dermatome handpiece to service because when taking skin graft the graft keeps rolling from other end. Not normal way. Graft is not high quality. The event occurred during surgery. There was no harm or delay and another device was used to complete the surgery. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional graft was required.